Manufacturer narrative:
Concomitant medical products: etlw1610c93e stent graf, implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pauses. Possible mode switches were also noted. No malfunctions were suspected. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.